Event description:
It was reported that the customer's insulin pump had a button error alarm. The customer stated that his blood glucose was low and treated with food. The caller believes that the insulin pump continued delivering insulin after the bolus has been completed and caused his blood glucose to drop. The mother also stated that the customer programmed a bolus and the insulin pump did not stop delivering insulin. It was stated when the alarm was cleared the customer received a battery alarm. Then the alarm was cleared and the numbers started scrolling up and further testing could not be performed. No additional information was provided.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests. Unable to test for battery out limit alarms due to no button response. No ramping or scrolling numbers noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.